Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the unit was inspected and it was determined the power switch was broken and the button would not turn the unit on.

Event description:
A user facility reported to olympus that the power button malfunctioned. The problem first occurred on preparation for use for a procedure. The intended procedure was completed without delay using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the power switch.